Event description:
Customer reported that the n65 display was missing segments in the saturation of peripheral oxygen (spo2) reading. The pt was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4). Covidien service department verified the customer reported failure and isolated the problem to the user interface (ui) printed circuit board (pcb).